Event description:
It was reported that two low profile anterior base pins were sealed inside of intuition for hp partial pin pack box (free floating), which did not belong. Further the seal on the pin pack inside of the sealed box was broken. It looked as if someone opened it halfway. So, the box (which was sealed) contained two low profile anterior base pins which do not belong in the box. Further, the pin pack inside of the box was unsealed as if someone had opened the pin pack. The event did not occur during surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.